Event description:
Boston scientific crm received information that this atrial lead was dislodged. There was no capture at max outputs and sensing was down to 0.3mv. A lead revision is scheduled. Dates provided by boston scientific. There is no reference to device explant in the complaint description. However, an explant date was provided.`